Event description:
Same case as MDR ID:2134265-2013-01831;2134265-2013-01869; 2134265-2013-02505. It was reported that during a percutaneous coronary intervention, the mdu was unable to pullback the imaging catheter. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified in the mid left anterior descending artery. An atlantis sr pro2 catheter was selected and advanced to the target lesion however, the mdu of the ilab system stopped during the procedure. The imaging catheter was then exchanged with another of the same catheter. Upon advancing of the second imaging catheter towards the lesion, the pullback stopped at about 70mm. The procedure was then completed using the galaxy2 system with the 2nd imaging catheter. No complications were reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).